Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the type 3b endoleak based on the medical records and imaging available for review. The secondary endovascular repair with the ovation ix stent graft system is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. However, due to the use of the strata material, this may have caused or contributed to the reported event. The procedure related harms identified was post operative access site bleeding requiring two units of packed red blood cells. The final patient status was discharged home stable on the second post operative day following the secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. H6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3b endoleak was identified. An intervention was completed. The physician elected to reline the original implanted devices with the ovation ix abdominal stent graft system to resolve this event. The patient was reported as doing well. Additional information: clinical assessment identified the following: sac growth, acute blood loss with anemia due to access site bleeding requiring 2 units of packed red cells, a type 2 endoleak (non-device related issue), and an intraoperative type 1a endoleak which was resolved at the end of the procedure with a non-endologix (palmaz) stent. The patient was reported as doing well and was discharged home two (2) days post procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3b endoleak was identified. An intervention was completed. The physician elected to reline the original implanted devices with the ovation ix abdominal stent graft system to resolve this event. The patient was reported as doing well.